Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted.

Event description:
The clinic reported that a laser vision correction patient had surgery on (B)(6) 2015 and presented on (B)(6) 2016 with epithelial defect and epi ingrowth in right eye. The topical steroid dosage was increased (pred forte) and oral steroids were given (medrol dose pack). It was reported a flap lift and rinse was performed. It was stated that the patient had loss of best corrected visual acuity (bcva). The patient complained of pain and light sensitivity. Patient presented on (B)(6) 2016 with blurred and decreased distance vision in right eye and increase in intraocular pressure (29mmhg) timodol prescribed once a day and stopped on (B)(6) 2016. Patient reported symptoms are not interfering with daily activities and all symptoms resolved by (B)(6) 2016. Bcva from (B)(6) 2015: right eye pre-op 20/20 .75 x -1.50 x 97, left eye pre-op 20/20 .50 x -1.25 x 84. Distance bcva from (B)(6) 2016: right eye post-op 20/60, left eye post-op 20/150. Bcva from (B)(6) 2016: right eye post-op 20/20 .00 x -.50 x 167, left eye post-op 20/20 -1.50 x -.50 x 175. On (B)(6) 2016 patient was j1+.